Manufacturer narrative:
(B)(4). Date received by manufacturer - correction - please note that the first report submitted under 3004753838-2019-39600 was submitted with an incorrect date. This follow-up report is to note that the date should have reflected 08-apr-2019.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2019. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.